Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that this rv lead was explanted nearly three years later as the patient had a heart transplant. No adverse patient effects were reported.

Event description:
Boston scientific received information that during a routine follow up, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead revealed high shock impedances greater than 200 ohms. The shock impedance trends revealed a sharp rise in (B)(6) of 2012 and have been high ever since. A revision procedure was performed and the device was explanted, replaced and returned for analysis while the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
To date, the lead remains in service and will not be returned and will not under go detailed anlaysis therefore a root cause can not be determined for the lead. While the explanted device has not been received at boston scientific. Upon reciept the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event for the explanted device.